Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Customer's mother reported via phone call that customer had a low blood glucose but the insulin pump did not alert them. It only vibrated. The customer's blood glucose was 45 mg/dl. Troubleshooting was not performed. It is unknown if they were on auto mode. The device will be returned for analysis. Unomed set

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.